Event description:
It was reported that a patient had a pump replacement with a catheter revision due to the catheter ¿not working¿. The patient had decreased relief, but had no withdrawal symptoms. The catheter was removed for a ¿possible tear¿ but it was also noted that the catheter was patent, there was good csf (cerebrospinal fluid) return, and no obvious tear. There was no patient injury and the patient recovered without sequela. A rotor study and a dye study were performed, and while the results were ¿unknown,¿ the patient stated that dye was seen in the pocket. The drug infused by the pump was unknown. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (b)(4, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomaly; analysis found catheter body deformed in shape and/or abrasion that did not effect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.